Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 246 mg/dl at the time of incident. The customer stated that she was not getting insulin but the displacement test was done and the pump passed. The customer stated that the buttons were not working properly because she had to press hard and double check entries. She stated that she was receiving failed battery test alarms and sometimes there was condensation under the screen. The customer declined to troubleshoot for the high blood glucose. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was not returned for analysis.